Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported driver was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5mm cann. Quick release driver tip (part number ht-0915, batch number 238101) was returned for evaluation. The returned driver was examined under magnification and had physical batch number 238101. Torsional and oblique fracture patterns were identified at the transition from the radius to the hex tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined.

Event description:
It was reported during a routine hardware removal surgery the driver tip broke while the surgeon was trying to engage the screw to be explanted. The surgery was completed with backup drivers after a 2-5-minute delay. No other adverse patient consequences were reported. There are 2 related report numbers for this event 3025141-2024-00259.